Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of clinical usage. A piece of beige curled plastic was received as well. There was some evidence of blood. Based upon the visual observation of the plastic piece received, the reported complaint for "white shavings" was confirmed, however, since the cannula and other components were not received, the source of the plastic could not be identified. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was being used and when cutting started, they saw 3-4 white plastic shavings about 2 mm long each, come off the jaws. They retrieved most of the pieces, but are not sure that they recovered them all, but they are not concerned since the pieces were small and sterile. The reported kit was used to complete the procedure. There were no other patient effects. The product, just the tool, was returned.